Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call they went to the emergency room for high blood glucose of 540 mg/dl on (B)(6) 2017. Customer had been expiring high blood glucose of 400 mg/dl and went to the emergency room. Customer had been having issues wit the insulin pump not delivering insulin. Customer does not recall if she was wearing the insulin pump at the time of the emergency room visit. Customer was just treated and then released. Customer stated they did blood work which concluded she had no insulin in her system. Customer stated they had previously performed troubleshooting and the outcomes was to have the device replaced. Customer is returning the device for analysis.

Manufacturer narrative:
The insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and delivery accuracy test. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.